Manufacturer narrative:
Zimmer biomet complaint number - (B)(4). Implant date - 2007. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Discarded

Event description:
It was reported the patient underwent a left total knee arthroplasty. Subsequently, the patient underwent a revision procedure approximately eleven years post-implantation due to pain. A washout procedure was performed and the polyethylene articular surface was removed and replaced.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. No product was returned; visual and dimensional evaluations could not be performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: the hardware appears appropriately positioned and no demonstration of periprosthetic lucencies or hardware fracture is seen. The bones appear appropriately mineralized without areas of osteolysis. However, a large suprapatellar joint effusion is the only abnormality visualized. Surrounding soft tissues appear within normal limits. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.